Event description:
The customer reported that the machine will often turn off during active patient monitoring. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6). E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Event description:
The customer reported that the machine will often turn off during active patient monitoring. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned device was evaluated. The device passed visual and functional testing. The device was found to visually and audibly alarm during alarm conditions testing. The rad-97 remained on, with no power issues being observed. The device was confirmed to be functioning as designed. Heath effect impact code: no adverse event; no patient impact. E1. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6). E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).